Event description:
5f x 70cm cook sheath was in patient's left groin and directed into right sfa. 5mm x 100mm angiosculpt balloon was introduced into sheath to treat stenotic area in right leg vessel. When balloon angioplasty was completed, balloon was being removed over wire and balloon got caught in sheath causing balloon to break. Balloon and sheath had to be cut to remove from patient. Completion angiogram was performed by physician and confirmation made no retained parts of balloon or sheath were in patient.